Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) greece, alleging that his onetouch vita meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged meter inaccuracy began on (B)(6) 2016 at 8.00 am. The patient reported obtaining alleged inaccurate high blood glucose results of "250 mg/dl" with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster) and in response to the alleged inaccurate high reading at 08.01 am, he self- treated with 12 units of insulin (novarapid). At 10.00 am whilst at the university, he developed symptoms of feeling "dizzy". He attended the (B)(6) doctor and was treated with orange juice. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a low blood glucose excursion after taking an increased dose of insulin, based on the inaccurate high results obtained on the subject meter. There is no evidence the subject meter malfunctioned based on the comparison provided.